Manufacturer narrative:
(B)(4). Date sent: 9/5/2025. Additional information was requested, and the following was obtained: what is meant by "the anvil wouldn't go through?" Anvil would not attach to center rod. 1. Was the procedure delayed 2 hours if yes, why? Trying to solve the problem 2. What were the indications for surgery? Rectal cancer. 3. What surgical procedure was performed? Robotic assisted lap lar with diverting loop ileostomy. 4. Did the patient receive any preoperative chemotherapy or radiation? Both. 5. Were there any issues experienced with the device in the initial surgical procedure? Na. 6. What healthcare professional fired the device and what is his/her experience with the device? Me - decades. 7. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 8. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes-this was not the problem. 9. Was the device difficult to close? Not when the anvil mated with the center rod 10. Was the device difficult to fire? No. 11. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 720 degrees this was not the problem. 12. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. 13. Were the donuts inspected? If so, please describe. No, there was a defect laterally 14. Was a complete transection of the white breakaway washer visually confirmed? Yes 15. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location, no. 16. What is the current status of the patient? Fine.17. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Due to the device.

Manufacturer narrative:
(B)(4) date sent 8/21/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿the anvil wouldn't go through?¿ was the procedure delayed 2 hours if yes, why? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection the surgeon was using our manual circular stapler in a colon case. He said, "the anvil wouldn't go through." It sounds like the anvil wouldn't attach to the trocar. They opened another box and used that anvil. He was able to finally get the anvil attached to the trocar, but it added and extra 2hrs to the case and the patient was in the hospital for an extra 2 days due to a leak. Surgeon has used our manual circular staplers for 15+ years and he said this has never happened to him. Surgeon did confirm that the patient is ok.